Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range pacing impedance. The impedance has remained consistently high. Additionally, the lead exhibited loss of capture (loc) at max output. It was suspected that the lead fractured. Isometrics were performed. No noise was observed. The device was reprogrammed. The lead remains in use. No adverse patient effects were reported.